Event description:
It was reported that pump issued recurring cartridge alarm during load process, preventing successful loading and insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support assisted with correct loading steps, arranged replacement pump under warranty with updated software, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.